Manufacturer narrative:
Concomitant products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 25-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2021-feb-08 regarding a patient receiving prialt (25mcg/ml at 1.7mcg/day) via an implanted infusion pump. It was reported that the patient fell in (B)(6) 2020 and complained of increased pain. The patient's hcp ordered computerized tomography (CT) scans and x-rays to check for new injury. The imaging showed that the spinal segment of the catheter was dislodged. The patient did not exhibit withdrawal symptoms. The spinal segment of the catheter was replaced and the issue was considered resolved. The patient's status was alive - with injury.